Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The reported complaint was observed on the returned video. Video provided shows an implanted intraocular lens (iol). The surgeon appears to remove a string like foreign material from the eye. Based on our observation of the attached video "the surgeon appears to remove a string like foreign material from the eye". While the physical product was not returned for evaluation in this case, similar complaints have been reported where the product was returned, and laboratory analysis identified the foreign material as nozzle coating. The coating material in question possesses biocompatible properties. In the reported case, the material was removed, and the iol remained implanted without further issue. No process changes or material modifications were found in the coating line review, and nozzle processing showed no issues. Precise adherence to the directions for use sections in the company pre-loaded delivery system product is critical for optimal iol delivery, avoiding potential damage to the iol, device or nozzle. The below identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: ¿ improper ophthalmic visco surgical device (ovd) use: -if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. -use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. ¿ incorrect ovd temperature: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. ¿ excessive dwell time: delay in implantation after lens positioning. As referenced in the IFU (section: precautions), ¿once the lens is in position at the pause location on the nozzle, the lens should be implanted within 1 minute.¿ extended delay may impact lens behavior and delivery performance. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, the lens entered the eye with a band-like material attached to it. The physician had to cut it with scissors. Upon retracting the injector, the band caused the lens to rotate inside the eye. The lens was implanted and left in the eye. Additional information received stating that the procedure was completed and there was no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).